Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with unknown mentor gel implants experienced bilateral capsular contracture (baker grade unknown) post procedure. As a result, explant is planned for (B)(6) 2021. See 1645337-2021-10063 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on september 13, 2021. The capsular contractures were baker grade iii. The event date was clarified to be (B)(6) 2019. The date of implant was (B)(6) 2017. The right implant was explanted and replaced with mentor gel on (B)(6) 2021. The left device was explanted on (B)(6) 2021. The right implant is a 450cc mentor memorygel breast implant. The left implant is a 400cc mentor memorygel breast implant. Section d has been populated with updated device information. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on october 27, 2021. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2021. The device was not explanted in september as previously reported. The explant date was updated to (B)(6) 2021 based on available information. A manufacturing record evaluation (mre) was performed on (B)(6) 2021, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).